Event description:
Per the clinic, the device was explanted (specific date not reported) for unspecific medical reasons. The patient was re-implanted with another cochlear device on (B)(6) 2025.

Event description:
Correction: the previous or initial MDR submitted on august 12, 2025 was filed inadvertently. No explantation has occurred. Per the clinic, the patient experienced skin management problem at the abutment site. Subsequently, the patient was reimplanted with a transcutaneous osia implant system.